Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing at 10 units and requested a minimum of 50 units to resume delivery with multiple cartridges. There was no impact to the customer's blood glucose level.